Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that while performing a thrombectomy for a stroke in the middle cerebral artery (mca), the physician encountered difficulty removing the subject catheter after performing the first pass aspiration and had to use significant force to remove it. The subject catheter stretched and fractured near the midshaft to distal end. Patient anatomy was reported as fairly tortuous. The catheter was removed successfully from the patient and replaced with a similar device. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated the device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the catheter was seen to be returned within an inifinty device. It was stuck within the infinity. The catheter was stretched and broken from the infinity's hub and was kinked bent. Functional inspection was not carried out due to damage to the catheter. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device. There were no anomalies noted to the device after removal from the packaging or prior to preparation and the device was prepared as per the dfu. The catheter shaft was seen to be kinked bent, broken/fractured, stretched and was difficult to remove/withdraw. The as reported event of the catheter shaft broken/fractured during use, difficult to remove/withdraw, and stretched as well as the as analyzed catheter shaft kinked/bent, catheter shaft broken/fractured during use, stretched, and difficulty removing/withdrawing will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that while performing a thrombectomy for a stroke in the middle cerebral artery (mca), the physician encountered difficulty removing the subject catheter after performing the first pass aspiration and had to use significant force to remove it. The subject catheter stretched and fractured near the midshaft to distal end. Patient anatomy was reported as fairly tortuous. The catheter was removed successfully from the patient and replaced with a similar device. The procedure was completed successfully with no clinical consequences to the patient.